Manufacturer narrative:
Product analysis: device was decontaminated with a cidex opa solution and a tergazyme soak. Device returned with the filter basket not loaded within a catheter. Filter basket wire mesh deformed. Gold proximal mouth of filter basket deformed. Slight kink/bend to the wire within the filter basket. Floppy tip deformed. Wire bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to address 80% stenosis due to plaque in the mid common carotid artery, the spider fx embolic protector was inserted. Imaging revealed that the filter opening markings appeared slightly straight and had a small curvature. For surgical safety, the decision was made to withdraw the embolic protector. Initial attempts to withdraw the device into the blue sheath were unsuccessful, requiring multiple attempts before it was successfully withdrawn and removed from the body. Upon external examination, the mesh of the embolic protector was found to be uneven, rendering it ineffective in capturing emboli. The embolic protector was replaced with another of the same model, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.